Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what problem did the surgeon have the device? Ni. Did the device fire clips? Ni. Were the clips close completely? Ni. The clip applier failed to deploy clips after 5 had been delivered. The applier just stopped working. The handle squeezed normally but no clips were engaged. The analysis results found that the er320 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was cycled. Dried body fluids inside the shaft did not allow the first clips to advance as intended. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The remaining clips were fed and formed as intended. However, one clip was noted to be scissored; the jaws were properly aligned. It could not be determined what may have caused this finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier being used, failed to deploy clips after I think 5 had been delivered. The applier just stopped working. The handle squeezed normally but no clips were engaged. There was an element of danger in this because the vessel being clipped was a blood vessel and the surgeon did not notice that the clip on the distal side had failed to deploy, and so when the vessel was divided there was significant back bleeding. When trying to deal with the problem the clip applier was fired twice more - with nothing being deployed. The nurse provided the surgeon with an alternative clip applier - a competitive type which worked fine and no harm came of the event.